Manufacturer narrative:
Onsite investigation was preformed and the reported event could not be replicated as the system functioned as intended and without any issues during system checkout. No parts were returned and replaced and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, and as they were aligning their trajectory; the monitors were blacking out. They said that this occurred when the camera would regain line of site with the instruments. Site was able to continue. They confirmed this was occurring on both screens. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.